Event description:
It was reported that the ilet prompted the user to connect a cgm or enter a blood glucose value, the user turned the device off, and pairing of a dexcom g7 sensor to the ilet initially failed until guided assistance enabled entry of a fingerstick blood glucose and the sensor pairing code, after which the ilet displayed glucose and delivered corrections. Symptoms included hyperglycemia with a fingerstick blood glucose of 370 mg/dl, later trending down to 295 mg/dl with a downward trend arrow. Outcomes included no injury, no medical intervention outside of routine self-care, and resolution as glucose trended downward following ilet correction and restored cgm connectivity. Investigation included remote technical troubleshooting and user education on charging the ilet, manual bg entry for bg-run mode, and sensor code pairing steps. Investigation of this case revealed that the ilet functioned as designed after correct sensor pairing and bg entry, and that the issue was due to the cgm not being paired to the ilet despite being active in the cgm app. It was concluded that the event was related to use error in cgm pairing to the ilet, with device performance restored after proper setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.